Event description:
It was reported during a therapeutic transurethral resection of the prostate (turp) bipolar resection procedure, the tip of the inner sheath broke off inside the patient which was immediately and safely retrieved without any complications. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Update to d4 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip of the insulation insert has broken off. The cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.